Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had right heart failure which was confirmed by the patient's cardiologist. The patient did not have pre-existing or under-recognized right heart dysfunction. Subsequently, the patient's heart failure worsened post lvad implant. According to the hospital, the left side was unloading properly but barely. The pump functioned as expected. Support was ultimately withdrawn after the family consulted with the physician.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. No device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was secured around the outflow graft nut. Examination of the pump upon disassembly revealed depositions of loosely coagulated blood within the inlet elbow, the sealed outflow graft, and the proximal side of the outlet stator. Their lack of lamination and denaturation suggests that these depositions developed acutely. Additionally, there were no apparent thrombus formations or developed depositions identified through this evaluation. Therefore, although a root cause for the reported event could not conclusively be determined, it is unlikely that the observed depositions were present while the pump was in operation supporting the patient. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.